Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the failure mode as a defective sample syringe. The fse replaced the sample syringe and performed enzyme refactor procedure to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of erroneously low results for multiple analytes for four (4) patients on their au480 clinical chemistry analyzer. The analytes include sodium (na), chloride (cll, creatine (cre), albumin (alb), alkaline phosphatase (alp), alanine aminotransferase (alt), aspartate aminotransferase (ast), hdl cholesterol (hdl-c), total bilirubin (tbil) and triglyceride (trig). There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for 4 patients.